Event description:
It was reported that a needle detached from the syringe during an injection.

Manufacturer narrative:
It was reported that a needle detached from the syringe during an injection of heparin. The needle remained in the patient's are following detachment and, reportedly, heparin went into the patient and the nurses' eyes. The needle was removed from the patient. Both the patient and the nurse were evaluated following the incident and no serious injury or adverse impact to either individual was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and testing was performed using retained product from the reported lot. Visual and functional testing was unable to reproduce or confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.